Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently not delivering insulin properly. Reportedly no insulin was seen dripping from the end of tubing when disconnected. Customer's blood glucose (bg) was approximately 150mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.